Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon could not fire the cartridge. The surgeon changed the cartridge and he fired the stapler successfully. The reload closed onto the tissue and was not able to be opened. The operation was completed without any further issues.there was no medical intervention or patient injury.